Manufacturer narrative:
Investigation is in progress.

Event description:
A medtronic representative reported that the 1st spin taken and transferred to the stealthstation (s7) from the o-arm was inaccurate. The site then did another spin and the surgeon felt accurate. There was 1 unused spin. The surgeon completed the case with the s7 and there was no injury to the patient.